Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/28/2016 with the following findings:evaluation revealed that the paint is discolored (cover casing is darker than body casing). The display is dim/fading (pink). (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim, fading, pink display. This report is made based on results of investigation completed on 03/28/2016.